Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was tested on an in-house system and passed in normal mode. The unit was also tested on pftp and failed fiber test (parallelogram, clock spring and rolling loop). Once testing was completed, the parallelogram, rolling loop and clock spring fiber were aba tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the clock spring assy, parallelogram assy and rolling loop assy were found to be the root cause of the reported event. The second usm was tested on an in-house system in normal mode where it triggered error 319. Unit was also tested on a pftp where it failed fiber test on the clockspring. Aba troubleshooting was performed with gold clockspring fiber installed to verify failure. No signs of damage during visual inspection. The clockspring was found to be the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a non-recoverable fault occurring on the universal surgical manipulator 4 (usm4). Due to the non-recoverable fault occurring on the usm4 the customer converted to laparoscopic surgery. The customer stated that they were able to remove the stuck instrument on the usm4. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the da vinci coordinator, the same ports were used when the surgical procedure was converted. There was no patient injury or harm.